Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 290 units, and initially displayed a fill estimate of 210 units. The customer's blood glucose level was within target range. At the time of the call, the customer was unable to perform troubleshooting with tandem technical support and confirmed a new cartridge would be loaded onto the pump.